Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer stated that he was getting this error code 242.4030 and wanted to know how to clear or fix this error. I explain to the customer that he was getting this error code due to that his motor control board needs to be replace or check to see if it came disconnected. If not then you would have to replace your motor control board. The customer said ok that he would check to see. But if not then he would just order the motor control board. After I give the customer the part number for the control board the call was ended. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he was getting this error code due to that his motor control board needs to be replace or check to see if it came disconnected. If not then you would have to replace your motor control board. The customer said ok that he would check to see. But if not then he would just order the motor control board. After I give the customer the part number for the control board the call was ended. Ref: (B)(4).